Event description:
Procedure type: low anterior resection. According to the rptr: tip broke off in pt and then retrieved without consequence. Opened another trocar and completed procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).